Event description:
The event was reported via the sterling study, a (B)(6)-year-old male patient (subject (B)(6)) with a history of controlled hyperlipidaemia, hypertension, current smoker subarachnoid hemorrhage (sah) (target aneurysm) underwent coil embolization of a ruptured left anterior communicating artery (acoa) aneurysm with hunt & hess grade 1, modified rankin scale (mrs) score 1 on (B)(6) 2021. The dimension of the aneurysm were as follows: height 6.4mm, dome 6.5mm, maximum aneurysm diameter 8.6mm, neck size 3.3mm, and dome-to-neck ratio of 2.0mm. The parent vessel diameter was 2.4mm. Coil embolization was performed with six (6) cerenovus coils: a 4mm x 10cm orbit galaxy complex fill (640cf0410 / 30396173), a 3mm x 4cm orbit galaxy complex xtrasoft (640cx0304 / 30393990), a 7mm x 15cm orbit galaxy complex fill (640cf0715 / 304722037), a 6mm x 15cm orbit galaxy complex fill (640cf0615 / 30396174), a 6mm x 15cm orbit galaxy complex fill (640cf0615 / 30451949), and a 2mm x 2cm orbit galaxy complex xtrasoft (640cx0202 / 30432544) via a prowler select plus microcatheter. In the opinion of the investigator, treatment of the target aneurysm was considered complete, and the study coils were successfully implanted at the target site with 22.4% angiosuite packing density. Immediate post-procedure modified (B)(6) classification score was class I: complete obliteration. There were no reported study device deficiencies or intraoperative complications. The patient was discharged to home on (B)(6) 2021. 180-day (6-month) follow-up visit was performed in-clinic on (B)(6) 2021. His mrs score was not completed at this follow-up visit. Digital subtraction angiography (dsa) was performed at this 180-day (6-month) follow-up showed modified (B)(6) classification score of class ii: residual neck = persistence of any portion of the original defect of the arterial wall but without opacification of the aneurysm sac. The status of the target aneurysm has not changed since the previous visit (newly ruptured or re-ruptured). The complaint coils remain implanted in the patient and are thus not available for evaluation. The patient subsequently underwent aneurysm retreatment on (B)(6) 2022 due to residual neck. Coils (unspecified brands) and stents (unspecified brands) were implanted. On (B)(6) 2022, response to additional information request was received from the sterling study team. The information confirmed that lot number for the 7mm x 15cm orbit galaxy complex fill (640cf0715) is 304722037. Based on the procedure note for the digital subtraction angiography (dsa) completed on (B)(6) 2021, ¿residual of the aneurysm secondary to coil compaction.¿ nine (9) orbit galaxy coils and an enterprise stent were implanted during the retreatment procedure on (B)(6) 2022. The patient was discharged on (B)(6) 2022.

Manufacturer narrative:
(Event date): the events occurred on an unspecified dates in (B)(6) 2022. The devices were received and are currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.